Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent gynecological procedure on (B)(6) 2011. During the procedure, the motor drive unit worked intermittently. A second motor drive unit was used to complete the procedure with no adverse patient consequences. The customer indicated that the event may have been related to the patients anatomy. The patient had extremely dense fibroids and large uterus.